Manufacturer narrative:
(B)(4). This condition was not confirmed, as the disposable set was not returned to baxter for evaluation. The lot number was not provided for a batch review. The user did not describe any types of use errors nor other issues that might have caused the reported event, therefore the assignable cause could not be determined.

Event description:
A customer reported a system error (se) 2240 (air in set) during dwell 3 of 3 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle power, which resulted in a system error 2367. Then the tsr had the hp cycle power again, press go to start, and then had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised the hp to contact their nurse. There was patient involvement, however no patient injury nor medical intervention was reported.